Event description:
The patient had a headache and fluid swelling around the spinal incision/catheter track. The catheter was intact and in the correct placement. Csf (cerebrospinal fluid) was leaking around the catheter. The catheter was revised. The surgeon replaced part of the spinal segment and placed part of a new spinal segment one level above original. The device system was delivering infumorph. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID, 8835 lot# serial# (B)(4), product type programmer, patient product ID, 8780 lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).